Manufacturer narrative:
The hill-rom technician found the power cord needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the power cord had a burn mark on the ground plug end. The bed was located in room 6207 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).